Event description:
It is reported that the patient experienced a slight trauma and underwent a revision due to noise, instability, functional restriction, as well as unsteadiness. During the revision, it was noted that the locking screw had partially dislocated.

Manufacturer narrative:
This report will be amended when our investigation is complete.